Event description:
The hcp reported that volume discrepancies have been noted at refills and the pt is experiencing "withdrawal symptoms". Initially, it was noted that the estimated reservoir volume was 3.1 ml, the actual reservoir volume was 8 volume was 2 ml, the actual reservoir volume was 14 ml. The pt was experiencing moderate to severe spasticity and was supplemented with oral baclofen. The hcp has not performed troubleshooting as of this date. The cause of the increased spasticity is unk. It is unk how long the pump has been implanted. The treatment plan is undetermined at this time.